Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the right ventricular (rv) rate/sense channel, exhibited by this transvenous defibrillation lead. The noise was oversensed and resulted in ventricular pacing inhibition and two non-sustained events. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
A boston scientific technical services (ts) consultant reviewed the electrograms (egms) and observed noise that they noted to be typical for diaphragmatic oversensing. Ts suggested performing troubleshooting attempts to try to reproduce the noise. Additional information was provided that the rate/sense portion of the defibrillation lead was surgically abandoned and the rate/sense lead that was implanted approximately one year ago was placed back in service without further noted difficulty. As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Approximately five years later this device was explanted for normal battery depletion (nbd) and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.